Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser mother stated son hit a bump outside and seat frame broke all the way through where a bolt is located. Dealer advised enduser is not currently using the chair. Dealer advised enduser mother stated will get a loaner manual chair. Dealer advised one wheel lock is missing and tires are worn down but could not provide any further information in reference to these issues.